Event description:
Pt revised to address osteolysis and polyethylene wear of insert.

Manufacturer narrative:
No products were returned for examination. Product info required to retrieve the device history records for review and search the complaint database was not provided. The investigation could not draw any conclusions about the reported event based on the absence of the products to examine any insufficient info. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or add'l info be received, the investigation will be re-opened.